Event description:
It was reported that one intravenous solution container was observed to be leaking. There was no patient involvement, as this event was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified the reported leak. Functional leak testing determined that the device was leaking at the port tube seal. The evaluation confirmed the reported condition. The cause was determined to be a machine issue at the manufacturing facility. To address this issue, maintenance was performed on the machine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.